Event description:
This was a rapid response due to the malfunctioning of two different ventilators. The rt had replaced the vent with a pap system. He noticed that the pt was receiving half the volume as when on the vent. The rt connected his supervisor and attending md. Both recommended that the pt be placed back on the initial ventilator (B)(4), which the rt did with the same vent circuit. Once reconnected, the vent began to alarm and gave a code "vent inop." The rt immediately placed the pt on a vent mark then trach collar. Pt had o2 sats in high 80's-90's. The charge nurse was called and he brought in a new ventilator. The charge continued bagging, then the rt changed out to a new ventilator (B)(4). The pt seemed stable, but the second vent began to alarm and then the pt began to shortly after desaturate, dropping to 87% with vent. The pt was taken off the vent. The charge nurse began bagging again. A rapid response was called. The rt began examining the vent to try and discover the problem. The team of staff continued treating the pt. The pt did become cyanotic. The rt plugged vent into another o2 outlet and the vent began working properly. It was placed back on the pt and pt fully recovered in less than one minute. Upon investigation, 2 problems were discovered. The original vent had a dead secondary battery that caused the vent to malfunction. The second vent had a connector that did not properly connect to the original o2 outlet. We also inspected the o2 outlet to verify psi. The vent with the bad battery was taken out of service. The pt was moved to another room. All the equipment was inspected. New connectors (that are directly designed to fit our ventilators were placed on rush order. All the other vents in the facility were inspected. All faulty secondary batteries were removed. Staff appear to have acted within policy guidelines in accordance with best care standards.